Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left essure coil could not be located by hsg') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), discomfort ("discomfort"), post procedural fever ("fever") and procedural vomiting ("vomiting"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, menorrhagia, abdominal pain, back pain, fatigue, abnormal weight gain, tooth disorder, discomfort, post procedural fever and procedural vomiting outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, device expulsion, discomfort, fatigue, menorrhagia, pelvic pain, post procedural fever, procedural vomiting and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: fever, vomiting. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: fever and vomiting were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coiled metallic wire is embedded into the base of the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), discomfort ("discomfort"), post procedural fever ("fever") and procedural vomiting ("vomiting"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, menorrhagia, abdominal pain, back pain, fatigue, abnormal weight gain, tooth disorder, discomfort, post procedural fever and procedural vomiting outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, discomfort, embedded device, fatigue, menorrhagia, pelvic pain, post procedural fever, procedural vomiting and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: fever, vomiting. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coiled metallic wire is embedded into the base of the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), discomfort ("discomfort"), post procedural fever ("fever") and procedural vomiting ("vomiting"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, menorrhagia, abdominal pain, back pain, fatigue, abnormal weight gain, tooth disorder, discomfort, post procedural fever and procedural vomiting outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, discomfort, embedded device, fatigue, menorrhagia, pelvic pain, post procedural fever, procedural vomiting and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: fever, vomiting. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter's information added.event: left essure coil could not be located by hsg updated to coiled metallic wire is embedded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The plaintiff was on her (B)(6). Shortly after undergoing the essure procedure, an hsg test (hysterosalpingogram) was performed and plaintiff was advised that her left essure coil could not be located. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, chronic back pain, chronic fatigue, excessive weight gain, and dental problems. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On (B)(6) 2016, she underwent a hysterectomy to have the essure coils removed. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and her left essure coil could not be located in the hsg test (seen as device expulsion) and essure was removed, serious event due to medical importance and listed in reference safety information. During essure micro-insert therapy there is a risk that the device could move; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, the micro-insert could not be located by hsg test (hysterosalpingogram). Therefore the event as interpreted as an expulsion. Given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. In addition other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.